Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of detachment of device component: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Clinic reported having a syringe of juvéderm ultra xc where the needle fell off during the injection. No injuries were reported.

Event description:
It was further clarified that the patient had been injected with 0.7ml in the lip with no issue. Then when injecting in the top lip, the needle came away from the syringe and was left in the patient's lip. The remaining 0.3ml all came out of the syringe. The packaged needle was used. There were no injuries.